Event description:
It was reported that after a da vinci-assisted gastric bypass procedure, the patient sustained a postoperative leak from an unidentified sureform 45 staple line. The initial robotic procedure was completed robotically with no reported intraoperative complications. On postoperative day one, a leak was identified. The patient underwent a subsequent laparoscopic procedure to repair the leak. The patient is recovering well. The cause of the post-operative staple line leak is unknown. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. A review of the logs shows that the sureform 45 stapler instrument fired 5 sureform 45 reloads (3 blue, followed by 2 white). The procedure review dashboard shows what appears to be the last 4 installs of the procedure. On the 4th to last install in the procedure, a blue reload was installed; however, no clamping or firing was recorded. On the 3rd to last install, a blue reload was installed and the user made two successful clamp attempts. There is no second unclamp attempt and no firing attempts logged on this install. On the last two installs with white reloads, the first clamps were successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the logs, and no indication of emergency stop (e-stop) or manual release key (mrk) use during the procedure. Note: refer to medwatch report (MDR) with MFR. Report # 2955842-2026-18815 for MDR submission of the event reported against a sureform 45 white reload.